Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of loose cable. Visual inspection of the grip cables showed one of the cables was loose; however, they were not damaged. There was little to no tension when opening and closing the grips. The housing was removed and no damage was found to the cables. The root cause of the loose grip cable was attributed to component failure. In addition, the instrument was found to have corrosion on one or more clamping pulleys in the back end. The instrument was found to have the entire length of the main tube surface with degradation. The instrument was placed on the in-house system and failed the clip test. The instrument was placed on the in-house system and passed engagement and recognition. The clip test was performed and the clip failed to stay in the jaws. The grip functionality was not working to spec due to the loose grip cables. As a result the open and close function was not precise.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument had a loose cable/cable off track. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use. The color of the broken/loose cable was black and no damaged was found to the conductor wire insulation. The instrument did not collide with any other tool. There was no patient involvement.